Event description:
Patient reports they were admitted to the hospital yesterday due to their hickman port leaking at the connector site. Patient will remain inpatient until this is resolved, but they do not have a timeline yet no further details provided. Reported to cvs/caremark by pt/caregiver.